Event description:
The patient was originally implanted with percutaneous leads. The therapy was not sufficient so he had another procedure. The patient thought he was going to be implanted with a surgical paddle but was actually implanted with new percutaneous leads again. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n315387, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type accessory; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).